Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The surgeon had three drill bits break in the mandible during the surgical procedure. The broken drill bits were retrieved without any adverse consequence to the pt.